Manufacturer narrative:
Date of explant: unknown. Further information was requested but unable to obtain.

Event description:
Device 1 or 3; reference MFR report: 1627487-2019-06019, reference MFR report: 1627487-2019-06020. Follow-up information revealed that the patient believes the entire system was removed. Patient never experienced effective therapy with the perm scs system. The nerve pain worsened with stimulation on.

Manufacturer narrative:
Date of explant- unknown. Concomitant medical products: model 3186 (x2), scs lead and therapy dates- unknown. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 or 3. Reference MFR report: 1627487-2019-06019, reference MFR report: 1627487-2019-06020. It was reported the patient had an explant a couple of years ago (unknown date) due increasing pain. Reportedly, patient¿s ipg was explanted but unsure if the leads were explanted. Patient did not elaborate on the source of the pain that they experienced.